Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of "fc 810:11." (B)(4).

Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed but not duplicated. The root cause was determined to be an out of calibration ail pcb (air-in-line printed circuit board). The ail pcb was recalibrated to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
The customer reported a colleague infusion pump with failure code 810:11 on an unknown date. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During baxter's review of the event history on 20-sep-2010, it was determined that the reported condition occurred on (B)(6) 2010 during delivery causing an interruption of delivery.